Event description:
It was reported that pericardial effusion, cardiac tamponade and cardiac perforation occurred. A left atrial appendage (laa) closure procedure was being performed and a 20mm watchman flx pro closure device and a watchman trusteer access system (was) were selected to be used. During the procedure after transeptal puncture, the was sheath crossed over to the left atrium (la). The was sheath wire was advanced to the appendage. The wire and the dilator were pulled out, and the pigtail catheter was positioned in the appendage. A contrast shot in the appendage showed a small broccoli shaped anatomy with limited depth. The 20mm watchman flx pro closure device was prepared and initial flex ball was made in the appendage. The closure device was deployed with some manipulation of the was, but the position was too proximal. The closure device was recaptured and redeployed more distally. After completion of measurements, the physician noted an effusion via transesophageal echocardiography (tee). The patient blood pressure was 120/70 mmhg. At that time another physician was called to perform a pericardiocentesis along with the cardiovascular team for surgical backup. The closure device was deployed and protamine was administered. During pericardiocentesis, the initial drain was 350ml with a total drainage of 800ml of bright red blood after 4 hours of observation in the catheterization laboratory, while waiting for a unit bed. The patient was admitted to the cardiac care unit (ccu).